Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. No defects were found during visual inspection. The run data file (rdf) was analyzed for this event. Signals in the rdf show it is possible that there were constant access pauses and alerts that may have disturbed the steady state of the lrs chamber possibly causing some wbcs to escape. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Possible root causes were provided in the supplement 1 report for this event.